Manufacturer narrative:
Customer disconnected call before further info could be obtained.

Event description:
Customer received reading of 481 mg/dl on his breeze 2 meter and reading of 226 mg/dl from a different meter. The difference between blood comparison results falls in the "c" zone of the consensus error grid which is considered to be clinically significant.